Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, the catheter failed to return to its initial configuration and remained in a "small basket" position. At the end of the procedure, while removing the catheter and sheath from the left atrium, the physician attempted to insert the catheter into the sheath for removal but was unable to do so. The physician applied force to advance the catheter into the sheath because it was stuck in the heart. At that moment, a noise was heard. Upon inspection, the catheter was found broken as shown in the provided image, and the guidewire was no longer secured and was protruding from the catheter. Original device was used to complete the procedure and no patient complications occurred due to this event. The device is not expected to return for laboratory analysis since it was retained by customer.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The catheter was not returned for analysis, however, an image of the catheter was provided for investigators. They were able to confirm the allegation in the complaint as the guidewire lumen was detached from the tip of the catheter. Investigators concluded there was a quality control issue that allowed the bond between the guidewire lumen and tip of the catheter to fail.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, the catheter failed to return to its initial configuration and remained in a "small basket" position. At the end of the procedure, while removing the catheter and sheath from the left atrium, the physician attempted to insert the catheter into the sheath for removal but was unable to do so. The physician applied force to advance the catheter into the sheath because it was stuck in the heart. At that moment, a noise was heard. Upon inspection, the catheter was found broken as shown in the provided image, and the guidewire was no longer secured and was protruding from the catheter. Original device was used to complete the procedure and no patient complications occurred due to this event. The device is not expected to return for laboratory analysis since it was retained by customer. It was further reported that the catheter was able to reach flower or partial flower. And for the splines in plane, maybe during the configuration tests during the preparation of the catheter, some of the splines forward facing, but after putting the splines back no. No tissue was observed at the tip of the catheter.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, the catheter failed to return to its initial configuration and remained in a "small basket" position. At the end of the procedure, while removing the catheter and sheath from the left atrium, the physician attempted to insert the catheter into the sheath for removal but was unable to do so. The physician applied force to advance the catheter into the sheath because it was stuck in the heart. At that moment, a noise was heard. Upon inspection, the catheter was found broken as shown in the provided image, and the guidewire was no longer secured and was protruding from the catheter. Original device was used to complete the procedure and no patient complications occurred due to this event. The device is not expected to return for laboratory analysis since it was retained by customer. It was further reported that the catheter was able to reach flower or partial flower. And for the splines in plane, maybe during the configuration tests during the preparation of the catheter, some of the splines forward facing, but after putting the splines back no. No tissue was observed at the tip of the catheter.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific confirmed that the guidewire lumen detached from the tip of the spline cage array during the procedure. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device was not returned for analysis however investigators were able to see a picture where the guidewire lumen was detached from the tip of the catheter. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of guidewire lumen detach, difficult to withdraw are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farwave device is acceptable. Investigation conclusion: although media inspection confirmed the reported allegation of guidewire lumen detachment, the product was not returned for further analysis. As a result, additional testing to determine the root cause of the failure and to confirm the allegations of spline planarity issue and difficult to withdraw could not be performed. Therefore, the reported issues cannot be conclusively established due to insufficient evidence. Since the investigation did not lead to a definitive conclusion, cause not established was selected as the most probable cause for this complaint.